Event description:
Customer reportedly rec'd the following results on the advantage system within 10 minutes: 463 mg/dl, 263 mg/dl, and 189 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.